Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the cios alpha va3x system. During an emergency patient procedure, the image intensifier malfunctioned, which led to a long term delay. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation of the reported issue was completed by our experts with the following result. The detailed logfile investigation showed that the message "rx terminated too early due to an internal error. Re-trigger if necessary." Was displayed to the user several times due to a communication error between the trolley and the c-arm. The user then restarted the system. However, due to the pending communication error, the restart took 2-3 times longer (about 10 minutes) than usual. After the system was finally restarted, there were no more communication errors. The onsite service intervention showed loose contact in the x10 plug, which is part of the cable that connects the trolley and the c-arm. The cable was replaced as part of a service activity. The detailed investigation of the replaced cable confirms a defective x10 plug. The cable also shows signs of heavy wear, most likely due to improper handling. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.